Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot security control has been conducted with the samples received and results are into the current range for this thread and size. (Ksf=2, this value is in the usual range). However, with only 6 samples received we cannot carry out a proper analysis on the knot security test (we need at least 10 samples to conduct a proper analysis). -knot pull tensile strength results conducted on the samples received are 0.56 kgf in average and 0.50 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.25 kgf in average and 0.13 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Additionally, knot pull tensile strength results conducted on samples before releasing the product were 0.50 kgf in average and 0.47 kgf in minimum and fulfilled ep requirements: 0.25 kgf in average and 0.13 kgf in minimum. Furthermore, degradation test results conducted on samples before releasing the product after 28 days in a sörensen solution at 37ºc were 0.39 kgf in average and 0.33 kgf in minimum and fulfilled b. Braun surgical requirement: 0.21 kgf in average and 0.14 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that after treating a dural leak with monoplus, the knot opened up postoperatively. Indication: herniated disc. Concomitant disease: previously operated disc. Suturing technique: single button knotting. Technique: 5 knots in opposite directions. Incision length: approx. 4mm. How long after the operation was the wound dehisced? Approx. 1 day. Did the patient had to be operated again? Yes. Was the suture torn or the knot loose? The knot was open. Additional information has not been received.